Event description:
It was reported that on (B)(6) 2012 the implantable neurostimulator was replaced. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that normal battery depletion occurred. The event was considered a normal revision. The status was also reported as "non-critical health hazard." No further information was reported as of the date of this report.